Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was broken. The customer did not have an alternate cable to charge the pump. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.